Manufacturer narrative:
Pump was received with blank display and unable to verify for battery out of limit alarm due to corroded battery cap contact, however pump function properly when using a good battery cap and operating currents were normal. No unexpected low battery, off no power or battery out of limit alarm noted during testing. No damage inside pump noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed "battery-out limit" even after replacing the batteries with new ones. The customer's blood glucose level was 128 mg/dl at the time of the incident. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.